Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing pain at his scs ipg pocket site which occurs when he stands up and occurs regardless of stimulation. X-rays are to be taken and the patient will be referred to a neuro-surgeon.